Event description:
The customer reported that the power cable was coming out of the strain relief on the back of the work station. No injury to the patient was reported.

Manufacturer narrative:
The ge service rep adjusted the cable so that it is correctly positioned in the strain relief. He verified that the system is working as intended.